Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('plaintiff claiming perforation: fallopian tubes / migration/migration of essure device location of device'), pregnancy with contraceptive device ('pregnancy:- birth - no complication') and genital haemorrhage ('spotting') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2018. The patient's medical history included tubal ligation on (B)(6) 2018, diverticulitis, lower abdominal pain, amenorrhea and multigravida. Concomitant products included memantine hydrochloride (condomania) from (B)(6) 2016 to (B)(6) 2016 for contraception as well as cyanocobalamin and paracetamol (tylenol). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition/ face rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal) / advised there may be light s120tting following implant procedure") and allergy to metals ("nickel allergy"), 1 month 20 days after insertion of essure. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), dermatitis allergic ("allergy: skin condition"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, rash, fatigue, migraine, bladder disorder, urinary tract disorder and allergy to metals outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, alopecia, dermatitis allergic and vaginal haemorrhage was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, rash, skin condition, migration, fallopian tubes perforation, vaginal discharge, fatigue, hair loss, migraine. Type of additional surgeries :- tubal ligation: date of additional surgeries :- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.585 kgs. Ultrasound scan - on (B)(6) 2016: total bilateral occlusion.; on an unknown date: showed single intrauterine gestation with estimated gestational age of 5 weeks days concordant with clinical dates.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: hair loss and pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and mr received- new events pelvic pain, abnormal bleeding (vaginal), migration of essure device location of device and nickel allergy were added. Rash was updated to face rash. Reporter and patient demography added. Medical history and concomitant drugs were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('plaintiff claiming perforation: fallopian tubes / migration') and pregnancy with contraceptive device ('pregnancy: birth no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation on (B)(6) 2018. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), skin disorder ("allergy: skin condition"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, rash, vaginal discharge, fatigue, alopecia, migraine, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, rash, skin condition, migration, fallopian tubes perforation, vaginal discharge, fatigue, hair loss, migraine. Type of additional surgeries: tubal ligation: date of additional surgeries: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: ccc correction. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.